Event description:
The balloon on the device was loose, therefore it was not able to go down the trocar.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/ oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states the balloon disengaged from the trocar sleeve. Functionally, the dissector and trocar balloons were inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Laparoscopic hernia repair. Current patient status is stable. According to the reporter, the balloon was unfolded from package when we opened it. Immediately removed from field because surgeon said he would be unable to insert through trocar like this.